Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, de novo target lesion was located in a non-tortuous and mildly calcified right coronary artery. A 2.50x20mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during advancing the device over the wire, the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
B3: date of event- used the first day of the month of aware date as there was no date provided. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x20mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal end of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. An examination of the bumper tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended 0.014" guidewire was loaded without issue.

Manufacturer narrative:
Date of event: used the first day of the month of aware date as there was no date provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, de novo target lesion was located in a non-tortuous and mildly calcified right coronary artery. A 2.50x20mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during advancing the device over the wire, the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.